Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount. The customer stated that a buretrol IV sets were retaining about 1 to 4 cc's of medication or solution within the set while using a sigma pump (under infusion). The customer was concerned that patient's were not receiving the fully prescribed amount of medication and stated that the reported event has occurred several times at the facility when infusing patients with saline. It was also a concern about the possibility of medication being left over in the clearlink set when administering medication in the nicu. There was a report sent to the FDA; however, the report number is unknown. It was also reported there was no patient injury.